Event description:
Additional information was received from the patient reporting that the patient woke up and the device was off for no reason. They stated that they had battery life, their back was bad and when it stopped working they couldn¿t stand. They stated that there were no circumstances that led to the issue of stimulation turning off. It just turned off during their sleep. They stated that if that happens or they forget to charge, their back is bad and they can¿t stand straight. The device had been the best thing! They noted that they also have to turn it down for bed. The patient stated that no doctor would see them without all of their records as the patient had moved since the device was installed. They are waiting to get an appointment and would like to see a rep for some fine tuning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The reason for call was patient reported that their unit has been shutting off by itself at times. Patient stated that they had an appointment with a pain management healthcare provider (hcp) today, but the paperwork got screwed up and they were not able to see the healthcare provider. Patient mentioned that they have been having issues with the stimulator for the last 6 months to a year, where pt would wake up in the morning and the stimulator was turned off and pt could barely move. Patient also mentioned that almost every day pt would have to increase the frequency of the stimulation. Patient reported that they cannot walk or sit up right without their unit; patient requested that they work with a rep to have their stimulator adjusted and updated with new settings. When asked for an event date; patient stated that the issue started 6 months to a year ago. When asked for a managing hcp; patient noted that they were supposed to see one hcp, but otherwise do not have a doctor at the moment. Agent sent email to local reps for further assistance. On (B)(6) 2024 pt called back stating they needed reprogramming. Pt said the feature that is supposed to make stim stronger when pt lays down was turned off and in the last several weeks pt had to turn up stim 2-3 times during the day. Pt currently does not have a managing hcp. The primary care hcp did not want to assist. A rep called the pt and said they needed to establish care with pain management hcp before the rep could see them. Pt called to ask for help. Reviewed rep's role. Offered hcp listings. Pt declined. Pt was frustrated about the process of trying to get reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that cause of the issue was unknown. They were unable to meet with the patient. Pt called back stating they needed reprogramming. Pt said the feature that is supposed to make stimulation stronger when pt lays down was turned off and in the last several weeks pt had to turn up stim 2-3 times during the day. Pt currently does not have a managing hcp. Pt was frustrated about the process of tryingto get reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were having problems with their stimulation shutting off starting probably about 6 months ago. Agent asked, patient said they did not have adaptive stimulation programmed and said their adaptive stimulation was turned off because patient was in a car accident and they wanted to "give it a brush to see if that would help better". Patient said they would actually like adaptivestim turned back on. Patient said when they notice their stimulation turning off, they would be trying to get out of bed (patient said stim turning off overnight was not ideal as they could barely move in the morning) or when they had been driving for a while and were getting out of the car or when they were not moving for a while. The patient was redirected to their healthcare provider to further address the issue and to check on adaptive stimulation/general settings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.